Event description:
It was reported to vyaire medical that a constant circuit disconnect alarm when vent was hooked up to patient. No patient harm reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3,g6, h2, h6, and h11. Results of investigation: a field service engineer (fse) visited the customer site, performed calibration, conducted a circuit test, and successfully completed a performance verification. The ventilator was found to be operating as expected and returned to normal function. Root cause failure: no failure was detected, the device works as expected.